Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for other chronic/intractable pain in their trunk/ limbs. The patient has never had a problem before with their device but its been about 6 months where their implant battery requires to be charged quicker (more often) and longer. The patient stated that maybe this is happening because their implant was nearing 9 years of its life span. The patient has not recently been reprogrammed, switched to a new group, or increased parameters. During the report the patient got their recharger out and reported getting 6-8 coupling bars. The patient was redirected to follow up with their healthcare professional (hcp). There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the issue was resolved and the patient's questions were answered. No further complications were reported.